Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported.